Event description:
When I was attempting to load contrast into the contrast syringe, I literally saw the white plastic tabs break off inside the syringe, and as the piston was going down as the contrast was filling, it got off level and I had to stop what I was doing and remove the broken syringe. I then had to turn the machine off, and back on, and manually twist the knob to bring the piston back down and start all over. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Service team member coming to inspect the injector, service team to look at the syringes.